Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using insyte¿ autoguard blood control with wing needle foreign matter discolored the grip. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, before unpacking for venipuncture, the grip top was found to be turning black.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one sealed 24ga x 0.75in. Insyte autoguard pro winged unit from lot number 2279392. Additionally, five photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. Through the visual inspection of the unit, discoloration on the grip of the device was observed. Further microscopic analysis confirmed it was embedded in the device and not something that was removable. The reported issue was confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using insyte¿ autoguard blood control with wing needle foreign matter discolored the grip. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, before unpacking for venipuncture, the grip top was found to be turning black.